Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the pump histories showed the last basal delivery was on 16-mar-2018. A review of the total daily dose history indicated that insulin delivery totals correctly reflected basal and bolus target rates. There was no activity outside of normal use observed. During investigation, the pump successfully completed the ez-prime steps. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of inaccurate delivery was no not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment from threads down to the case seal on the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged 10 units of insulin were missing from the cartridge, and the patient received an unknown amount of insulin before doing a quick disconnect. The basal settings and basal totals matched. The bolus totals matched. No unprogrammed boluses were found in the bolus history. The last alarm in the pump history was an empty cartridge alarm the day before the date of complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.